Event description:
It was reported that the customers insulin pump was no longer functioning as it displayed an error indicating that the tubing was blocked, preventing insulin delivery. Despite replacing the tubing several times, the issue persisted. There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.